Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced due to unspecified reasons. Further information has been requested and not yet received.

Manufacturer narrative:
Device analysis: no malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of fatigue at the corner of a fold of the inner and outer tubes. The other cylinder performed within specifications. The pump was not functionally tested due to the cylinder leak. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92380551. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction. The patient experienced fluid loss, product has returned for analysis, device code and evaluation method code.

Event description:
It was reported that the patient experienced fluid loss with an inflatable penile prosthesis (ipp). The ipp pump and reservoir were explanted and a new ipp reservoir and pump were implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient experienced fluid loss. Product has returned for analysis.

Event description:
It was reported that the patient experienced fluid loss with an inflatable penile prosthesis (ipp). The ipp pump and reservoir were explanted and a new ipp reservoir and pump were implanted. Should additional relevant details become available, a supplemental report will be submitted.